Event description:
It was reported that the customer contacted technical support engineer support about a recurrent error 23138 on universal surgical manipulator (usm4), and the system had already been restarted multiple times, but the error had returned. The customer then stated that an item was found lodged inside usm4 and had been unable to be removed. The customer stated that the system would not be used today. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The sterile field paper was stuck to the universal surgical manipulator (usm) joint, and the customer corrected the interference. The issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Image review: review of the provided image is consistent with the complaint of a piece of paper lodged within the arm4 joint. Root cause of the failure mode cannot be confirmed without the returned device. The probable root cause is likely due to paper stuck in usm joint.